Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified vessel. The target lesion was located in a non-calcified artery. A 2.0 x 15 mm emerge balloon catheter was used in an acute myocardial infarction (ami) angioplasty. However, at the beginning of inflation, the balloon was punctured. The device was removed, and the procedure was completed with another of the same device. No complications reported, and the patient was stable.